Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, clamp tubing. It was reported the device also exhibited air in the tubing. Per reporter residual volume was: 61.2, rate 2.2 and 38.8 was given. No adverse patient effects were reported. No additional information is available at this time.